Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8780, serial # (B)(4), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was noted the patient also had increased spasticity. On (B)(6) 2012 the pump rate was reduced in anticipation of surgery. The reservoir was accessed and a volume discrepancy was found. The expected volume was 12.3 milliliters (ml) and the actual volume was 18 ml. The following information was previously reported in manufacturer report # 3004209178-2013-00768 and follow-up for the previous report will now be done via this report. Additional information received reported during the revision surgery on (B)(6) 2012, the surgeon had difficulty inserting the spinal catheter into the catheter connector after trying 2 connectors. The catheter could not get past the collet at first. A portion of the catheter was trimmed and reinserted. The surgeon was not able to get the catheter all the way in, but was able to get it past the collett and connected successfully.

Event description:
A catheter issue was reported. After implant, the patient initially received great benefit from the therapy, but then reported increased spasms and eventual itching. The patient's healthcare provider (hcp) suspected that the catheter was disconnected at the pump site. A catheter dye study was attempted, but nothing could be aspirated from the catheter. An indium dye study was performed, but there was no evidence of dye moving beyond the pump pocket. At that time, it was noted that the hcp had difficulty imaging the catheter because it was not radiopaque. About one week later, a surgical revision was performed to explore the pocket and connector site. The hcp disconnected the catheter from the pump and observed no free flow of cerebrospinal fluid (csf). It was also noted that he could not aspirate anything. The catheter was cut on the spinal side of the connector. Again, no free flow of csf or ability to aspirate was observed. Upon exposing the catheter and anchor, it "appeared as though the catheter was kinked as it exited the anchor." When the hcp pulled the entire catheter from the pump pocket back to the spine, he was able to observe free flow of csf. He then secured the catheter with several sutures. After suturing, a good free flow of csf was observed, and he tunneled the catheter back to the pump pocket. At that point, the hcp attempted to connect the new proximal segment catheter to the newly sutured spinal segment. The hcp was reported to have been unable to get the spinal segment to slide on the connector. The spinal segment was trimmed, and the hcp was able to thread it onto a different pump segment "after much frustration." The pump had been refilled on the back table during the procedure. At the time of the report, the patient was noted to be doing fine and had recovered without sequelae. The medication used within the system was lioresal. No additional information was available at the time of this submission.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8780, serial# (B)(4), product type catheter; product ID 8780, serial# (B)(4), product type catheter. All previously reported device codes will be updated/corrected to the following for this event: (B)(4). Analysis of the returned catheter segment ((B)(4)) found no significant anomaly. Only the proximal segment, including the sutureless pump connector and the catheter pin connector was returned. A piece of catheter was inserted into the pin. The segment easily inserted all the way to the pin connector and therefore the allegation was not confirmed. Additionally, the pin connector was examined to ensure the metal pin was not bent and also properly centered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.